Event description:
It was reported that the bone screw head stripped where the set screw engages and the set screw will not tighten. The bone screw was removed and replaced with a new screw. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.